Event description:
It was reported occlusion alarms occurred. A system check was performed with tandem technical support and no issues were identified. The customer was instructed to change pump supplies as needed, and resume insulin therapy. There was no adverse impact to customer¿s blood glucose level. It was discovered that customer is wearing the pump with cartridge tubing facing up, tandem technical support educated the customer that the mobi cartridge needs to be facing down when in use.